Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was observed to be depleting quickly. Reportedly, the pump depleted from 76% to 48% charge within one day. The customer's blood glucose level was 300 mg/dl. The customer delivered a bolus via the pump.